Event description:
During removal attempt PICC line broke on a patient. This line had been placed on 6/4/93 for chemo administration and had been in continuous use since that time. After completion of infusion the line was undressed and removal attempted. The line did not ease out as usual. Several attempts were made at flusing the line, which flushed easily and blood return was present. We also tried gentle traction on line. Then a more vigorous attempt at traction was tried where the first 1" of catheter outside of the patient was stretched to 2-1/2" and taped in place. Hot packs were utilized in addition to all above efforts. After 2-1/2 hours total effort in line removal, an x-ray was ordered to determine the reason the line removal was impossible. The radiologist's attempt to remove catheter with a guide wire was unsuccessful when the catheter broke leaving a piece caught in the vein. A vascular surgeon was contacted to remove the remaining piece of catheter which was successfully accomplished. Incidentally, this patient received antibotics due to fever which was present before the catheter manipulation. The risk manager of this facility was notified,a s is our policy, of the catheter break and pieces of the line were delivered to him for further studydevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: component failure, none or unknown. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was not destroyed/disposed of.